Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per sales representative, facility reported that a patient presented to the facility with blood leaking from their groshong nxt catheter. They stated that the catheter was placed at another facility. No patient harm reported. On 02/20/17 - additional information: facility reported that the catheter was placed in (B)(6) 2016. The patient came to the ER with the clamp on the line and when the clamp was removed blood came out of the middle of the tube. The facility removed that line and placed a new PICC. The patient reported that before coming to the ER, no issued was noticed one the catheter that was removed until their home health nurse changed the dressing. They fund that the tubing was coiled around the arm d/t outside length long.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: . The complaint of a leaking catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 5fr d/l groshong catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10 ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed between the 43 cm and 44 cm depth marking. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: 'c' shaped split, tensile weakness at the fracture site (due to material ballooning prior to burst), granular fracture surface texture (typical of tearing failure modes), the catheter material was visibly lighter in color at the fracture site. An occlusion was observed distal to the burst site, and this may have contributed to the failure. Forceful flushing against an occlusion can cause this type of failure. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The product patient guide provides the following guidance pertaining to a potentially occluded catheter: ¿do not use extra pressure.¿